Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor site was bleeding. Troubleshooting was performed and customer reported that site was not actively bleeding. Customer's blood glucose was 51 mg/dl and treated with orange juice. Sensors would be replaced.